Manufacturer narrative:
The evaluation found the a/w nozzle was clogged with foreign material/tissue glue. The tissue glue was removed from the nozzle. The a/w was inspected and tested and detected no defects. Additionally, the leak was confirmed as switch button #1 was noted to be cut and leaking. The concerned product has been repaired once in the past year, (B)(6) 2021 which was noted to have corrosion and fluid invasion in the (el) connector and wear, stress and or deterioration throughout. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Event description:
Olympus (osh) was informed by the user facility that their evis lucera elite gastrointestinal videoscope has defects in the air/water (a/w) nozzle and water leakages from the switch key tops that were observed during reprocessing after a diagnostic procedure; procedure was completed using the same scope with no reported issue. The scope was returned for service and during inspection/testing, the a/w nozzle was found clogged with foreign material/tissue glue. No patient injury or harm was reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. It was presumed that: medical adhesive was injected through endo therapy accessory during procedure. The user mishandled the accessory while withdrawing it. Then the adhesive adhered to tip of the biopsy channel. The adhesive solidified and remained at the air/water nozzle. The instructions for use (IFU) (reprocessing manual) says about insufficient reprocessing and reprocessing to be performed immediately after each procedure as below: ¿an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them. If the endoscope is not immediately cleaned after each procedure, residual organic debris will begin to solidify and it may be difficult to effectively reprocess the endoscope.¿ the IFU further specifies: ¿to prevent clogging of the air/water nozzle of the endoscope, flush water into the air channel of the endoscope, using the aw channel cleaning adapter (mh-948) after each patient procedure.¿ it was not possible to determine the accessory used for the procedure. If olympus¿s was used, it is thought to be the disposal needle. The IFU of the needle cautions the user about its withdrawal as follows: ¿do not withdraw the instrument from the endoscope quickly. This could scatter blood, mucus, or other patient debris and pose an infection control risk. Do not withdraw the instrument from the endoscope while the needle is extended. This could damage the endoscope or instrument. If resistance is too strong and withdrawal is difficult, adjust the angle of the endoscope until the instrument can be withdrawn smoothly. Forcible withdrawal of the instrument could damage the instrument and/or endoscope¿ olympus will continue to monitor field performance for this device.